Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated. A device history record review revealed no issues that could have caused or contributed to the reported issue. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed homechoice return instrument test/evaluation rite electrical safety analyzer testing. The device failed the homechoice (rite) functional testing for fill 1 drain 1, fill 2 drain 2 and last fill and accuracy confirmation test. The cause was determined to be deteriorated piston foam and cracked door piston. The device door piston and piston foam were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.